Manufacturer narrative:
Patient code (B)(4) is being used to capture the medical intervention of reprogramming which was performed.

Event description:
Additional information received reported that the pacing outputs were reprogrammed due to the elevated threshold measurements with the chronic rv and left ventricular (lv) leads. The patient would continue to be followed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), a shock impedance measurement of greater than 200 ohms was observed with the chronic right ventricular (rv) defibrillation lead. Several troubleshooting attempts were made, but this was not resolved. The procedure was completed, and the shock impedance measurements remained greater than 200 ohms. The patient would continue to be followed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention of reprogramming which was performed.

Event description:
It was reported that after implanting cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended reprogramming and testing options. It was noted that before crt-d implant, the left ventricular (lv) lead and the right ventricular (rv) lead had exhibited high thresholds, but the physician decided to explant the device. The plan was to increase patient follow up to verify if high out of range shock impedance measurements continue. No adverse patient effects were reported. Additional information was received, and the crt-d was explanted due to therapy upgrade, the lv lead was surgically abandoned due to therapy upgrade and the rv lead was surgically abandoned due to a product issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) is being used to capture the medical intervention of reprogramming which was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after implanting cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms. Technical services (ts) was consulted and recommended reprogramming and testing options. It was noted that before crt-d implant, the left ventricular (lv) lead and the right ventricular (rv) lead had exhibited high thresholds, but the physician decided to explant the device. The plan was to increase patient follow up to verify if high out of range shock impedance measurements continue. No adverse patient effects were reported. Additional information was received, and the crt-d was explanted due to therapy upgrade, the lv lead was surgically abandoned due to therapy upgrade and the rv lead was surgically abandoned due to a product issue. No additional adverse patient effects were reported.